Manufacturer narrative:
According to the newport ht50 ventilator's labeling for preventive maintenance schedule, the internal battery should be replaced annually. The malfunction reported here was caused by battery that was past due for the regular annual replacement. Customer informed newport via email on (B)(6) 2005 that the reported problem is actually a call for an annual preventive maintenance.

Event description:
Back up ventilator is kept plugged in and used for travel. While patient was being transported in the family vehicle, the low battery alarm went off after only 1 hour of internal battery. Within 2 minutes the ventilator shut off. The sister bagged the patient until the mmo could pull over and connect the ventilator using the cigarette adapter. The unit was exchanged.

Manufacturer narrative:
Device evaluation was performed at (B)(4) and found that internal battery was due to annual battery replacement.

Event description:
(B)(4).